Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported during an unknown surgery, a black fragment was come off from the insertion hole. Since the fragment was able to be retrieved, there is no risk of it remaining inside the body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/22/2026. D4: batch # a97z0f. Investigation summary: the product was returned to ees for evaluation. Visual inspection and was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was returned with no damage in the external components. The device was disassembled in order to evaluate the condition of the seal. Upon disassembling, the seal was found damaged and torn. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal. Device history review: a manufacturing record evaluation was performed for the finished device batch a97z0f number, and no non-conformances were identified.